Event description:
This event was captured on review of the article: transfemoral aortic valve-in-valve implantation with the corevalve evolut for small degenerated stent bioprosthesis. It was reported that arteriotomy closure of the right common femoral artery was attempted with a prostar xl device, using a pre-close technique, prior to a transcatheter aortic valve-in-valve implantation (viv-tavi) procedure. The sheath was upsized to 18f and the viv-tavi procedure was completed. Reportedly, a device failure occurred. Hemostasis was achieved with the implantation of an endovascular stent graft. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event (article publication june 2014). Concomitant products: 18f sheath, straight tip terumo guide wire, amplatzer superstiff guide wire, corevalve evolut. The device was reported through a literature review; therefore, the device will not be returned for evaluation. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. This copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.